Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. The patient began to experience symptoms in (B)(6) 2009. The sling has eroded through the urethra. The device is still laying in the anterior urethra and has almost torn all the way through. The patient is experiencing pain and voiding problems daily.

Manufacturer narrative:
(B)(4). Additional narrative: the erosion was noted in (B)(6) 2009. The physician opined that a potential factor that contributed to the erosion was the patient being highly overweight. The patient was referred to a hospital for an MRI and cystoscopy. (B)(4). Voiding problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.